Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a knot advancement issue include, but are not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venous closure of the left common femoral vein using the pre-close technique via a 6f sheath hole prior to a micra leadless pacemaker implantation procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 24f, and the implant procedure was completed. Reportedly, post procedure, one of the proglide knots locked during advancement. The other proglide knot was successfully advanced to the vessel wall in this large-hole closure. The operator opted to achieve complete hemostasis by adding a figure eight stitch. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.